Event description:
A malfunction alarm with code malf 24 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who was advised on using a backup insulin pump until the replacement arrived. Instructions were provided for putting the faulty pump into storage mode and returning it to tandem, which the caller understood and acknowledged.